Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported twenty (20) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle "butterfly" port. This issues was identified during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: device manufactured between may 30, 2019 to may 31, 2019. H10: the actual devices were not available; however, a photograph and a video of one sample was provided for evaluation. Visual inspection was performed to the photograph and the video using the naked eye which revealed that there was a leak at the spike port bonding area. The reported condition was verified for one sample. No evaluation could be performed for the other 19 samples as no samples or photographs were provided for evaluation. By the nature of the received sample (photo), no additional tests were performed. The cause of the condition could not be determined however, the most likely cause was noted to be inadequate or lack of adhesive applied to the cap tubing when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.